Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during a vitrectomy surgery, the cutter stopped working on the ophthalmic system, and the aspiration also stopped in the middle of the procedure. The machine had to be replaced with another one. This report pertains to two of two reports from the same facility. A nurse reported that vitrector did not aspirate during the vitrectomy surgery. The machine was changed to other. The other surgery details and patient details were unknown.

Manufacturer narrative:
Additional information provided in sections h.6. And h.11 specific serial numbers were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information available, the customer reported event cannot be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.